Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device was worn. It was determined that the motor power was too low. It was further determined that the device failed pretest for check power with test stand, minimum 190 watt to 260 watt. It was noted in the service order that the device was powerless and was without performance during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.